Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. They provided patient's weight. The environmental/patient factors that may have caused or contributed to the infection was no availability of tyrex pouch. The cause of the infection was not determined. Actions/interventions taken to resolve the infection were explant on (B)(6) 2020, IV antibiotics. The hcp was still evaluating patient for potential residual infections. No further complication were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was an infected stimulator pocket. The patient presented to the emergency room because the incision over the stimulator pocket ¿opened up.¿ the stimulator and the leads were to be explanted (B)(6) 2020 due to infection. The patient was traveling and was currently being treated out of state. No further complications were reported/anticipated.